Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a piece of "plastic" was seen floating in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip barrel during use. The particle was "less than an 1/8 of an inch long and thin". The following information was provided by the initial reporter: "contact reported a piece of floating plastic in barrel of syringe. Contact reported particle being large enough to be visible but less than an 1/8 of an inch long and thin."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of "plastic" was seen floating in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip barrel during use. The particle was "less than an 1/8 of an inch long and thin". The following information was provided by the initial reporter: "contact reported a piece of floating plastic in barrel of syringe. Contact reported particle being large enough to be visible but less than an 1/8 of an inch long and thin."